Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, it was reported by the spouse that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The reporter found the patient unconscious on the floor. The cgm display device was not checked during the event. No cgm reading, alerts, or alarms were reported. The spouse called paramedics and the bg was 25 mg/dl upon arrival. The hypoglycemia was treated with d50 and the bg rose to 125 mg/dl. The patient was transported to the hospital. The bg dropped again to 65 mg/dl and the hypoglycemia was treated with additional dextrose. The patient was discharged on (B)(6) 2023. Of note, the patient was recently diagnosed with dementia and the reporter has assumed responsibility for the patient's insulin dosing. The reporter felt the patient's injury was due to a dexcom malfunction as the patient had allegedly been dosing his insulin from the cgm reading without supervision. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - impact code - f1005 overdose.